Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient picked the incision open. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient picked the incision open. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the changes in h6: patient codes and impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. The lead has a normal resistance measurements and visual inspection revealed lead body appeared normal, there was no sign of twist in lead body. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.